Event description:
Caller reported an issue with the incorrect time displayed on their device, which was resolved by updating the pump time with assistance from technical support. There was no adverse impact on the customer¿s blood glucose level. Technical support arranged for replacement of damaged charging supplies and advised the caller to monitor for recurring time discrepancies. Caller was also informed that while an incorrect date doesn't affect insulin delivery, it could impact uploads and reports.